Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom, upstream occlusion alarm, which was not reproduced but confirmed during a review of the device event history log. The device passed all testing and no component could be identified for causality.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.